Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited erratic high out of range shock impedance (80 ohms to 120 ohms) for the last 6 months. A request was made to have data from this device analyzed. A rhythmcare reviewed device data, and provided recommendations for programming options, and advised to monitor patient. The rv lead remains implanted. No adverse patient effects were reported.